Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm value. The cgm display device showed an egv around 40 mg/dl. The patient did not check the bg. She self-treated the ul egv with carbohydrates; however, the egv remained around 40 mg/dl. At around 0400, the patient experienced dizziness and ambulation difficulties. The spouse called an ambulance. In the ambulance, the bg was around 700 mg/dl. The patient was treated with IV fluids for dehydration. The sensor and omni pod pump were removed and the patient was given basal and bolus insulins. The length of stay was from wednesday morning until the following tuesday. At the time of the follow up call, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.